Event description:
This event is being made a reportable based on additional info received on (B)(6) 2012 that indicated the biosense webster ablation catheter could not be removed from the agilis sheath due to resistance met upon removal. It was reported during a pvi case in left atrium, the physician was using an agilis introducer to better maneuver his biosense webster ablation catheter (reorder and lot unk). The bi-directional sheath wasn't deflecting into a full curve on one side; resistance was noted when trying to deflect. At the time, it was noted that the sheath may have been hindered by a neighboring sheath. The physician continued with the case and later noted difficulty when trying to deflect the device. He then felt that something had snapped or broken and lost the ability to move the sheath in one direction. This made it difficult to move the ablation catheter within the sheath. The agilis introducer was removed from the pt which revealed a kink and loss of deflection to one side. The sheath was replaced with another agilis and the case was continued with no consequences to the pt.

Manufacturer narrative:
One 8.5f agilis introducer was received for eval. Visual inspection revealed the shaft was loose on the handle. Functional testing confirmed the introducer was not able to deflect any shape. The introducer's handle assembly was opened which revealed the introducer shaft had broken within the handle; the retaining clip was still securing within the handle. A section of braid wire and adhesive were missing from the separated shaft sections and was not returned. The shaft in its broken condition caused blood to leak into the handle. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors. This device was sent for additional testing. If additional relevant info is obtained, a f/u report will be submitted.